Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) confirmed the reported issue. Troubleshooting actions showed that there was an issue with the host server. To resolve the issue, a quote for replacement of the host server and xper module were provided to the customer. Once the approval from the customer is received, the parts will be ordered and replaced which will return the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.